Event description:
The brakes on this stretcher did not work properly.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician tightened the brake/steer linkage in order to resolve the problem.